Manufacturer narrative:
(B)(4) the complaint device was not returned to fisher & paykel healthcare (B)(4) for evaluation. The hospital had informed us that the heated breathing tube (hbt) used was an 900pt551 airspiral hbt. Following this complaint we approached the hospital for further information, it was reported that the circuit was reconnected and therapy continued. Conclusion: without the complaint cannula and the heated breathing tube we cannot confirm what may have caused the reported disconnection. The customer was able to reconnect the circuit and continue the therapy. This suggests that there was no fault with the complaint devices. It is possible that the cannula and the heated breathing tube were accidentally pulled or the patient was trying to remove them. The 900pt551 hbt forms a tight fit with the opt800 and opt900 series cannulae and requires over 15 newtons of force in order to disconnect it from the cannula. The user instructions (ui) for the airvo 2 system specifically warn that the airvo2 "is not intended for life support" and that "appropriate patient monitoring must be used at all times". The ui also instructs the caregiver to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." During manufacture, samples of the hbt connector are tested with the opt series cannulae to ensure that the required disconnection force is greater than 15 newtons. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt944 nasal cannulae also warn that "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." Our f&p representative has arranged to provide further training to the hospital in setup and fitting of the cannula.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare (f&p) representative that an opt944 nasal cannula became detached from the 900pt551 heated breathing tube, causing the patient to desaturate. It was further reported that the cannula was then reconnected to airvo 2 and therapy continued. The patient recovered with no further consequence.